Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the concentric, moderately tortuous, femoral artery the 9.0 x 39 mm omnilink elite stent delivery system (sds) met resistance mid-way when being advanced through the 6 fr non-abbott sheath. When the sds exited the end of the sheath it became stuck. It was noted that part of the stent was in the sheath and part was in the artery. The physician pushed the sds shaft and the balloon exited the sheath, however, the stent remained in the same location and could not be removed. Only the sds was removed from the anatomy. The patient was treated with surgical intervention and the sheath and the stent were removed from the vessel. The physician suspected that one or more of the stent struts was flared prior to use in the anatomy but this had not been noted. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position and remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the omnilink elite peripheral stent system instructions for use states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. Based on the reviewed information, no product deficiency was identified.